Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc; serial/lot: (B)(4); description: lead kit 45cm. Model: nm-3138-55; serial/lot: (B)(4); description: 55cm 8 contact extension. Device has not been received from facility.

Event description:
A report was received that the patient had his entire system explanted due to an infection at the ipg pocket site. The patient reportedly had a blister. The patient was treated with antibiotics following the explant procedure. There were no device deficiencies reported and the patient reportedly has an excellent outcome prior to the system removal.

Manufacturer narrative:
Device has not been received from facility.

Event description:
A report was received that the patient had his entire system explanted due to an infection at the ipg pocket site. The patient reportedly had a blister. The patient was treated with antibiotics following the explant procedure. There were no device deficiencies reported and the patient reportedly has an excellent outcome prior to the system removal.

Manufacturer narrative:
Db-1110c, sn: (B)(4): the device was evaluated for a possible malfunction against the reported event. Residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had his entire system explanted due to an infection at the ipg pocket site. The patient reportedly had a blister. The patient was treated with antibiotics following the explant procedure. There were no device deficiencies reported and the patient reportedly has an excellent outcome prior to the system removal.